Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was to be used to treat kidney stones during a laser stone procedure on an unknown date. During the procedure, upon opening the package, the tip of the fiber was broken off. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event.